Manufacturer narrative:
Failure analysis (fa) lab received vela front panel assembly. Fa installed the front panel assembly in to a known good unit. Fa inspected the assembly and found ¿liquid ingress¿. Fa powered up the unit and duplicated the reported issue. The vela front panel assembly was scrapped.

Manufacturer narrative:
(B)(4). Carefusion dispatched a carefusion field service representative to the user facility to evaluate and repair the device. The carefusion field service representative has not completed the evaluation of the device as of september 24, 2015. Once the evaluation and repair of the device has been completed carefusion will submit a follow-up medwatch report.

Event description:
The user facility representative reported that during pre use checks the device's touch screen is unresponsive to touch. There was no report of patient involvement.